Event description:
Additional information was received from a company representative stating that cause of inability to get csf backflow and difficulty placing the connector pin into the body of the intrathecal end of the catheter was unknown. It was also stated that the catheter body damage was unconfirmed and hcp 'eventually got csg backflow'. It was also reported that the catheter revision kit will not be returned as it was opened and used/discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# unknown, implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication for use. It was reported that the healthcare provider (hcp) was performing a catheter revision where they would tie off the existing intrathecal end and add a new intrathecal end. It was reviewed to note the number on the body of the catheter for the length cut and remaining in the spine. It was reported that they placed a new intrathecal end of the catheter and the hcp could not get cerebrospinal fluid (csf) backflow. The hcp injected dye with a needle in the body of the catheter to confirm placement. From there, the hcp tried to place the connector pin into the body of the intrathecal end of the catheter and met resistance. Technical services (ts) suggested cutting off a small piece and trying again and that did not resolve the issue. It was unclear at time of call if needle injection could have affected body of catheter. It was further reported that the decision was made to use ascenda catheter since they could not resolve the issue. No patient symptoms were reported.